Event description:
It was reported that the device lost programming. There was no patient injury reported.

Manufacturer narrative:
One infusion pump was received for evaluation in relation to the reported event. It was noted that the keypad and all labels were intact, however it was noted that the rear housing at the syringe holder was cracked. An evaluation of the event history log was unable to be completed due to the log downloading software not being set up. Functional testing of the device was able to confirm and replicate the reported event. The device is unable to hold all programming without power from the battery after 2 days, which is the result of failing to replace the aaa battery as soon as possible after the pump gives low battery notification by user. The aaa battery was replaced to resolve the reported event. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.